Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer stated that over the past couple of weeks three of her feeding sets have leaked the formula. The formula seems to leak out of the bottom of the bag and drip over on top of the drip chamber. Her current bag is from the same lot number and does not leak.